Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode is unknown. On (B)(6) 2020, an isi field service engineer (fse) in-serviced both the or and sterile processing staff at the site. The mcs instrument involved with this complaint is not available for return to isi for evaluation. It is unknown if the mcs tip cover accessory is available for return to isi. Isi has attempted to contact the site to gather additional information regarding the reported event. However, no new information has been obtained as of the date of this report. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. The log review supports the customer claim that there was no system issue during the case. Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the following: vessel sealer extend (part #480422-01; lot #l91200115-0327) is a single use device and site reviews have shown that no complaints were filed against the instrument. As of (B)(6) 2020, a review of the site's complaint history has been performed and no related complaints have been identified. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, electrical energy allegedly arced through a mcs tip cover accessory installed on a mcs instrument. However, at this time, the root cause of the customer reported failure mode is unknown. There is also no indication that a patient injury occurred. However, if the issue were to recur it could cause or contribute to an adverse event. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. Implant date is blank because the product is not implantable.

Event description:
It was reported that during a da vinci-assisted bowel resection and cholecystectomy procedure, the surgical staff allegedly witnessed visible arcing from a monopolar curved scissors (mcs) instrument. Although the surgeon was concerned of a possible bowel or bile duct injury, no actual injuries were identified. The da vinci-assisted surgical procedure was performed on (B)(6) 2020 and was not recorded on video. The mcs instrument involved with the reported event is not available for return to intuitive surgical, inc. (Isi). In addition, the mcs instrument was not removed from the rotation. The mcs instrument was inspected prior to use and no issues were identified at the time. During and after the case was completed, the surgical staff noticed ¿splitting¿ on the mcs tip cover accessory which was installed on the mcs instrument. The surgical staff also ¿noticed that the energy was straying from the instrument.¿ no post-operative complications have been reported. The patient was noted to be doing ¿fine and well.¿